Event description:
The pt contacted lifescan alleging that their one touch basic meter would not power on. The medical affairs specialist spoke with the patient in 05. The pt had not been able to obtain a result on the reported meter for one month. Pt normally tested with the meter three times a day and was advised to call their doctor if the result was > 300 mg/dl. Pt replaced the meter battery and the meter still did not power on. Pt continued to take their usual daily diabetes medication: glucophage 500 mg and glyburide twice a day. One week ago, pt felt shaky and nervous. Pt went to the doctor where a result of "300 something" was obtained on the doctor's meter. The doctor gave the pt an insulin injection; the pt did not know the type and dose. The doctor advised the pt to contact lifescan regarding the meter and to resume testing 3 times a day. The customer care representative (ccr) verified that the batteries were recently replaced, correctly installed, and the battery contacts were in good condition. The ccr walked the pt through pressing the power button; the meter did not power on. Based on the unresolved power issue, there is an indication that the product malfunctioned. Due to the product malfunction, the pt was unable to test with the meter and notify their physician when their blood glucose level increased. Pt experieced hyperglycemia and required medical intervention. The event meets the criteria for an adverse event medical device reportable. The meter was replaced.